Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged headaches while using the device. The patient also alleged visualization of black particles in the water chamber, a burnt plastic odor, and that the device is noisy. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Concomitant humidifier information as well as updated manufacturer information has been provided. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was visually inspected and found no evidence of sound abatement foam degradation/breakdown. Operational testing showed that the unit did not provide flow and a service required message was displayed. A slight unknown contamination was observed around the humidifier air outlet port. Unknown contamination that is red in color was present under the left side accessory door. A slight unknown contamination was observed on the humidifier base at the screw location of heart pate access. Black particles were observed in the water tank. Unknown contaminants were observed in the humidifier chamber which are red in color. The flip lid seal was severely discolored. The drybox seal was severely discolored and had slight unknown contamination. The iso port was heavily soiled with a gray dust contaminant. Interior of drybox appeared to be heavily soiled with a gray dust contaminant. Slight unknown contaminant was present at heater plate seal area that is red in color. Liquid ingress was evident on enclosure bottom at bottom left screw location of rear panel. Heavy deposits of gray dust present at blower box air outlet. Gray/black particles are present in enclosure bottom. The blower was removed and disassembled. The impellor was found to be broken in two and there was a heavy deposit of gray dust coating the inside of the blower housing. The manufacturer is unable to address the patient symptoms. The manufacturer confirmed there was no evidence of sound abatement foam degradation. The manufacturer found evidence to support the complaint of noise coming from the unit. The blower impellor contacting the blower enclosure could cause noise in the unit. The patient report of black particulates present in the humidifier tank was also observed in the investigation. Black particulates are likely due to rubbing of impellor against housing. Please see sections d9, h10, g1, h3 and h6 for this updated information and coding.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058